Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+1.5/84 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to patient problem.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial with clear surgical residue on product; visual inspection found no visible damage. (B)(4).